Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2009; (B)(4) lead, implanted: (B)(6) 2010. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the device had premature battery depletion. It was also reported that the left ventricular lead had high threshold. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.